Manufacturer narrative:
H3: analysis was performed for product: 9735016, lot number: 240131c. It was reported that the returned malleable suction was able to track and verify without issue when connected to a known good system. No problem found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient tracker and instrument tracker were operating perfect with all instruments except the 70 degree sucker wouldn't verify. Once plugged in, the malleable suction wouldn't appear on the navigation screen and did not appear in the tracker/emitter details (bottom right corner of screen). Moving the malleable suction all around the patient head, it appeared briefly in red at extremities of the magnetic field produced by the side emitter. The malleable suction was plugged into other axiem ports with same behavior continuing. The malleable suction was abandoned and competed the case with a metal instrument set. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
G2: foreign country - australia h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.